Event description:
During a consultation on friday, (B)(6), we noticed that the programmer was set to the year 2100. Neither the microport representative nor the physician intentionally changed the date, so we assume that this change is related to the recent 3.22 update (performed on june 16) on the hospital's programmers. I extracted the logs from the day of the update, (B)(6), as well as those from the day we noticed the problem, (B)(6).

Manufacturer narrative:
Based on the attached files, the reported issue concerning the spontaneous display of the year 2100 on the tablet is confirmed. There is no evidence establishing a link with the smartview version 3.22 update. The most likely cause is degradation or failure of the cmos battery. This battery powers the real-time clock chip, which maintains the system date and time, and its failure causes the system to lose this information, resulting in it defaulting to an incorrect date. The tablet should be send to check the internal motherboard battery and replace it if necessary. There is no effective solution to prevent the problem from recurring. The complaint is recorded for trending purposes.

Event description:
During an in-clinic follow-up on june 21, we noticed that the programmer was set to the year 2100. Neither the microport representative nor the physician intentionally changed the date, so we assume that this change is related to the recent 3.22 update (performed on june 16) on the hospital's programmers. I extracted the logs from the day of the update, june 16, as well as those from the day we noticed the problem, june 21.